Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose, diabetic ketoacidosis, and a coma. The cause of death was a coma and diabetic ketoacidosis. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 1500 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been removed within less than 48 hours prior to passing, as the paramedics took off the pump. The customer was using sensors. The caller also reported that the customer had a high of over 600 on (B)(6) 2018 and they woke up vomiting, and later that day they noticed that the tubing that came out was broken and really loose like it had been cut. The caller declined to return the insulin pump for analysis or to upload the pump.